Manufacturer narrative:
(B)(4). Device passed displacement test. Device received with cracked battery tube thread, cracked case battery tube and cracked case corner of belt clips rails noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir lip ring was damage. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that there was a crack behind where the battery sits and goes around the casing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was expected to be returned for analysis.